Event description:
Rv oversensing as well as noise. As noise was also seen in the ra (as well as farfield oversensing), a device header issue was suspected. The noise is randomly distributed, and is not continuous. It is low frequency, and has small amplitude. No adverse patient effects were reported. St (B)(6) hospital, united kingdom event date: (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).